Manufacturer narrative:
An event of regurgitation cause by a leaflet tear and replacement of the valve with a valve-in-valve was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2016, a 19mm trifecta gt valve was implanted in a bicuspid valve patient. In (B)(6) 2021, aortic regurgitation caused by a tear due to structural valve deterioration (svd) occurred and the patient was transferred to the hospital for a valve-in-valve procedure. The patient status was reported as unknown. Additional information was requested, however is unavailable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
About 4 years ago, an unknown sized trifecta gt valve was implanted in a bicuspid valve patient. In (B)(6) 2021, aortic regurgitation caused by a tear due to structural valve deterioration (svd) occurred and the patient was transferred to the hospital for a valve-in-valve procedure. The patient status was reported as unknown. Additional information was requested, however is unavailable.